Event description:
It was reported that the patient presented in the clinic after an unrelated surgery. Upon testing, the pulse generator could not be interrogated and exhibited backup mode. On (B)(6)2017, the pulse generator was explanted and replaced. No further information was available.